Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to flatten act keypad dome. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip. Unable to perform the excessive no delivery alarm due to keypad anomaly. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery and has unresponsive buttons. The customer had the insulin pump in a water park and stated it did not get wet. Advised that the insulin pump will be replaced. Nothing further reported.